Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 359 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Prior to the index procedure, the patient was found to have a markedly abnormal stress thallium study with multiple areas of reversible myocardia ischemia, and was admitted for cardiac catheterization. The index procedure treated a 3.0x10mm, 80% stenosed lesion in the proximal left anterior descending artery (prox lad) with direct stenting of a 3.0x16mm taxus express2 drug eluting stent. Residual stenosis was 0%. The procedure also treated a 2.5x16mm, 95% stenosed lesion in the 1st diagonal branch (dx1) with predilation and placement of a 2.5x20mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged on the next day on aspirin and clopidogrel. One year post index procedure, the patient was seen for evaluation of dyspnea and chest discomfort. He had undergone a stress thallium study which demonstrated a significant decrease in left ventricular function. The patient was admitted for cardiac catheterization 376 days post index procedure. St was found in the dx1. No action was taken to resolve this event. A 3.0x24mm taxus express2 stent was placed in the mid lad. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. The investigator assessed the device causality of the st as probable, but considered the tvr as unrelated. In september 2007, the clinical event committee assessed the device causality of the tvr as "possibly", and concluded that the target vessel st was not confirmed as there was no acute event suggesting chronic occlusion.